Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device the patient's blood glucose levels were high. She ate dinner and her blood glucose was registered at 567 and she went into diabetic ketoacidosis. Endocrinologist was contacted and following treatment with insulin shots her blood glucose level went down to 250. Site was changed. Due to patient complaining of a headache and throwing up, medical attention was sought at the hospital. Hospital staff treated the patient with shots for 24 hours. Hospital staff reported an air bubble in the line about 2 inches past the luer lock in the infusion set line and the bubble was about 1.4 inches of air. This cartridge, infusion set and insulin were used for 2 days. No alarms or alerts occurred. No additional information available. No permanent injury or adverse health outcome resulted from this event.